Manufacturer narrative:
Upon evaluation of the returned sample, it was found that the locking c-ring was missing and therefore, could not be evaluated to determine whether or not it was defective and/or properly installed. Attempts were made to retrieve the lot number but to-date there has been no response. Results were inconclusive at this time.

Event description:
Device was attached to a resqpod during a cardiac arrest. When the crew member went to remove the bvm from the resqpod, the valve stem popped out.